Event description:
The patient contacted lifescan ((B)(4)) on (B)(6) 2012 alleging inaccurate high readings on their one touch ultra 2 meter. The patient had obtained a result of 12-13 mmol/l on (B)(6) 2012. The patient tested at 10:30 am and then again at 2:00pm. The patient took insulin based on the meter reading and developed symptoms 3 hours later of feeling weak, shaky and was trembling. Due to the symptoms the patient self-treated with glucose tablets/ glucose gel. The patient did not seek any further medical treatment or contact his physician for assistance. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the alleged high readings, he later developed symptoms suggestive of a serious injury and had to self-treat .

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The test strips also passed testing with no faults found. The primary complaint was not confirmed. Retains also passed testing.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the retain test strips were tested and they passed testing with no faults found.